Manufacturer narrative:
This report is submitted on october 28, 2022.

Event description:
Per the clinic, the patient experienced wound dehiscence consistent with an early wound infection precipitated by a recent fall and was treated with oral antibiotics (type and duration not reported). Subsequently, the patient underwent a surgical procedure to clean the wound (date not reported). The implanted device remains.